Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently the pump touchscreen was unresponsive. Customer's blood glucose level was not reported; however, was within range. Customer was able to interact with pump and continued to use pump along with manual injections for insulin therapy.